Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor needle broke off in two pieces in the serter and the needle hub became stuck inside of the serter. During troubleshooting, the needle hub assembly released from the serter. The customer's blood glucose was 210 mg/dl. Nothing further reported.